Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-03876 pertains to the other device. It was reported to boston scientific corporation that a solyx single incision sling system was used during a posterior repair and midurethral sling procedure on (B)(6), 2010. According to the complainant, post procedure, the patient experienced vaginal pain, groin pain, leg pain, back pain, lower abdominal pain, hip pain, increased urgency, incontinence and rectal spasms. The exact nature and date of onset for each is unknown. All other information is unknown and reportedly unavailable.